Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: none. Symptoms/ae: surgical artery repair due to high stick. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure after a diagnostic procedure. Shortly after vessel closure the patient was "sent to surgery for artery repair due to a high stick". The physician reported, he does not feel the artery repair was due to the starclose device. It was reported that "the clip was potentially in the subcutaneous tissue"; however, it was not confirmed. The patient is reported to be obese and has high blood pressure. There were no reported adverse patient sequelae. Though requested, no additional information was available.